Event description:
Positive advia centaur xp toxoplasma g results were obtained by the customer on a pt samples (several draws) when compared to other methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unk. The instrument is performing within specifications. No further eval of the device is required.